Event description:
It was reported to medtronic minimed that the customer reported the damage was at the bottom part of the pump and saw an x on the screen indicating a critical pump error. The customer reported a blood glucose value of 187 mg/dl, and the current blood glucose value was 77 mg/dl. The customer had experienced hyperglycemia, was treated with a manual injection, and was hospitalized. The event involved product(s) mmt-396a, mmt-332a, and mmt-1880. Troubleshooting was performed for the open book image, which explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was partially performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-396a and mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Found fatal alarm pump error 35 in the pump history file on 08/28/2025 23:38:00.000 and on 08/28/2025 23:48:00.000. Pump was cut open to perform visual inspection and found corroded pcba 1, moisture damage on the pcba 2, corroded force sensor flex traces, corroded motor flex traces and corroded keypad flex traces. The pump had a slightly detached case bottom (end cap). The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, missing serial number label, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and a cracked retainer. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. The pump history file lists data on 01/01/2009, on 01/01/2016, on 02/20/2022 to 08/29/2025. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 30-aug-2025 due to no data available in the pump history file. Unable to perform the history review on event date 30-aug-2025 due to no data available in the pump history file. Perform the history review on 24-aug-2025 to 29-aug-2025 in the pump history file and found 2 pump error 35 on 08/28/2025 23:38:00.000 and on 08/28/2025 23:48:00.000, 2 pump error 130 on 08/28/2025 and 1 pump error 82 on 08/29/2025. Found fatal alarm pump error 35 in the pump history file on 08/28/2025 23:38:00.000 and on 08/28/2025 23:48:00.000 due to corroded force sensor flex traces. Pump error 130 and pump error 82 due to corroded pcba 1, moisture damage on the pcba 2 and corroded motor flex traces. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged dka/high bgs (hyperglycemia). Critical pump error (open book image) confirmed due to pump error 35. Critical pump error (open book image) alarm and pump error 35 confirmed due to corroded force sensor flex traces. Unable to upload/download confirmed [unable to perform the carelink upload due to critical pump error (open book image) alarm]. Cosmetic damage confirmed at case bottom of the pump. Pump error 130 confirmed (found during the history review). Pump error 82 confirmed (found during the history review). Retainer ring damage confirmed (found during the visual inspection). For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.